Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s girlfriend reported via phone call that the customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The other relevant blood glucose values are 631 mg/ dl and 632 mg/dl. The auto mode function of insulin pump was active. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip and saline. Customer assisted for troubleshooting. The insulin pump will not be returned for analysis.